Event description:
It was reported that pump displayed altitude alarm 21 while insulin delivery was suspended even though pump was within operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer gently cleaned speaker holes, removed and reconnected cartridge, and waited as instructed until insulin delivery successfully resumed without alarm recurrence, and pump returned to normal operation after customer received additional tips to prevent future altitude alarms.